Manufacturer narrative:
No further information will be provided for this submission as this file will be closed.

Event description:
Follow up with the patient's nurse confirmed the patient was diagnosed with peritonitis prior to peritoneal dialysis therapy began with fresenius products.

Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A nurse called technical services for assistance to cancel treatment for a peritoneal dialysis patient due to fibrin and having draining issues. On follow-up with the patient's nurse she reported the patient was admitted for staphylococcus aureus positive peritonitis and treated with vancomycin. The patient required a new catheter to be sited, however the patient continued to have large amounts of fibrin and could not complete treatment.